Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller is receiving variable blood results on the relion prime meter. The last 5 readings were 20, 115, 324, 327, and 117. The caller became concerned when he received a 20 and he knew there was no way he bg reading could be 20 or he would definitely feel it. He has been a diabetic for 40 years and knows when he becomes hyperglycemic or hypoglycemic. The customer uses the relion prime meter as a back-up meter to his freestyle meter. When he received the reading of 20, he tested himself on the freestyle and he received a reading of 167. These two readings were less than 2 minutes apart and using a new drop of blood. I thoroughly went over technique and it seems as if he's doing everything correctly. Controls not used. Replacing product.